Event description:
It was reported that there was no telemetry. It was noted that the doctor did the left lead revision on the day prior to report. It was noted that the patient¿s left lead was not providing the appropriate coverage that the patient needed. It was noted that the doctor left the old left lead in and capped it off and implanted a 2 by 4 paddle lead with an extension connecting to the 0-7 port of the implantable neurostimulator (ins). It was noted that the old right lead was fine and providing the appropriate coverage and was connected to the same port as before. It was reported that the left lead was implanted in the l5-s1 with spinal fusion. It was noted that impedances were checked and fine pre and post op. It was noted that in the or during interrogation the manufacturing representative was able to delete group a but the patient pulled away and did not exit out properly. It was noted that the patient currently had no programs and stimulation was off. It was noted that the doctor did not want any of the left leads to be utilized. It was noted that some of the programs were using the 0-7 ports and therefore the manufacturing representative needed to delete all programs. It was noted that the manufacturing representative was having a difficult time interrogating with the clinician programmer and had tried 4 times. It was noted that the programmer showed ¿there was interference while communicating with device. Reposition the programming head or move away the potential source of interference and press retry.¿ it was noted that the manufacturing representative was in the patient¿s room of the hospital. It was noted that all sources had been moved and ¿had not seen this message before.¿ it was noted that the application card had been updated ¿about 1 month¿ prior to report. It was noted that the patient had checked her device 3 or 4 days before the day prior to report. It was noted that the device was able to be read after moving the patient to their side. It was noted that the manufacturing representative was holding the clinician programming head too high above the device. It was noted that reprogramming was successful and the patient had stimulation on the right side as before. It was noted that the patient would see the doctor in 3-4 weeks to have the left leads programmed. It was noted that the device was re-interrogated without any issues. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3887-56, lot# va06wnz, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4),implanted: (B)(6) 2013, product type: extension. Product ID: 3887-56, lot# va06wnz, implanted: (B)(6) 2013, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).